Event description:
It was reported that the user experienced sustained elevated glucose after lunch followed by a low glucose event around midnight while using the ilet, with automated dosing continuing after a dinner announcement that contributed to insulin stacking and subsequent hypoglycemia; the device alerted to out-of-range glucose. Symptoms included loss of sleep and irritability. Outcomes included hypoglycemia with a lowest reported glucose of 52 mg/dl that was corrected with oral carbohydrate (milk), without outside assistance or medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed an event of low glucose with unclear cause, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.